Manufacturer narrative:
The device was being used for demonstration purposes at the time the fault occurred. Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. There was no pt injury reported for this incident.

Event description:
(B)(4).